Manufacturer narrative:
Product event summary: the patient files were returned and analyzed. Six patient files were received; however, the dates were different from the reported event date. The failure file was not received. In conclusion, the reported issue of an expired catheter was not confirmed during patient file analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the temperature was not as expected during mapping. It was further reported that the electrophysiology (ep) catheter was expired. It is unknown if the catheter was replaced. The data files were reviewed and it was surmised that the issue encountered was related to a partially blocked catheter. The outcome of the case was unknown. No patient complications have been reported as a result of this event.